Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted as it exhibit dislodgement due to twiddlers syndrome and during the reposition attempt, the helix displayed extension issues. No additional patient effects were reported.

Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement caused by twiddler's syndrome. This lead was being repositioned, but at the attempt the helix displayed extension issues. This lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was received for analysis. Visual inspection noted that the helix mechanism returned in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis was able to confirm the reported clinical observation of helix extension/retraction issues. Twiddler's syndrome was confirmed based of the observation of a curled lead body. Patient code 3191 captures the reportable event of surgery.